Event description:
It is reported patient was implanted on (B)(6) 2012 for anterior cervical fusion at c5-c6; surgeon also used dbm and local autograft. Routine 6 week post-op, (B)(6) 2012, x-ray revealed the screw at c5 body is broken. Screw is not free floating, patient is not experiencing pain. Surgeon has no current plan to remove the screw. Bone graft was used.

Manufacturer narrative:
Device used as treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.